Event description:
A caller reported that the insulin gauge displayed a different amount than expected, with a significant discrepancy between the displayed and expected values. Customer anticipated a fill estimate of over 200 units, but the pump showed a fill estimate of zero. Customer resolved the issue by loading a new cartridge. There was no reported adverse impact on the customer's blood glucose level. Technical support instructed the caller to reach out again if the problem reoccurs, and a follow-up was attempted to confirm whether the issue was fully resolved, but it remains unclear if the customer resumed insulin therapy.